Event description:
User facility medwatch # (B)(4) reported: the patient was admitted to the hospital on (B)(6) 2013, after a fall that led to right hip fracture. On (B)(6) 2013, the patient underwent procedure of right hip hemiarthroplasty with implant of "stryker proximal femoral fracture stem size 7 cemented with a -3 neck, 51mm unipolar component." The risks of the patient related to his intoxication was documented as extremely high risk for complications including failure of the procedure and need for revision. The patient tolerated the procedure well. On (B)(6) 2013, the patient was taken back to surgery while still in hospital after postop films indicated the hip was subluxated. This was documented as not acceptable to the orthopedic surgeon. The procedure was "reduced right hip hemiarthroplasty" where the patient tolerated the procedure well. The second surgery documentation indicated the surgeon used a 48 mm unipolar component instead of the previous 51 that he described as actually hanging up. The documentation also indicated a 0 neck was used instead of -3.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a unitrax modular endo head 51mm was reported. The event was confirmed. The device was returned with some minor markings on the inner distal surface. There is nothing else of note. A review of the provided clinical history, operative reports, and x-ray reports by a clinical consultant indicated: the oversize unipolar head apparently did not seat in the host acetabulum and post-operative x-ray report noted anterolateral subluxation. Revision surgery to a smaller head resulted in appropriate seating. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the cause of the dislocation was the use of a head that was too large. A review of the provided clinical history, operative reports, and x-ray reports by a clinical consultant indicated: the oversize unipolar head apparently did not seat in the host acetabulum and post-operative x-ray report noted anterolateral subluxation. Revision surgery to a smaller head resulted in appropriate seating. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
User facility medwatch # (B)(4) reported: the patient was admitted to the hospital on (B)(6) 2013 after a fall that led to right hip fracture. On(B)(6) 2013, the patient underwent procedure of right hip hemiarthroplasty with implant of "stryker proximal femoral fracture stem size 7 cemented with a -3 neck, 51mm unipolar component." The risks of the patient related to his intoxication was documented as extremely high risk for complications including failure of the procedure and need for revision. The patient tolerated the procedure well. On (B)(6) 2013, the patient was taken back to surgery while still in hospital after postop films indicated the hip was subluxated. This was documented as not acceptable to the orthopedic surgeon. The procedure was "reduced right hip hemiarthroplasty" where the patient tolerated the procedure well. The second surgery documentation indicated the surgeon used a 48 mm unipolar component instead of the previous 51 that he described as actually hanging up. The documentation also indicated a 0 neck was used instead of -3.